Event description:
The (B)(6) male patient was part of the (B)(4) study. The patient received a 3.5 x 13mm cypher stent and a xience stent in the distal rca svg. The two stents were overlapping. Post procedure, the patient had elevated troponin 0.28 >0.15 unl. Eight months after the index procedure, the patient had increased angina. A revascularization was performed in the target vessel and another stent was implanted. At the 12 month follow-up the patient reported having unstable angina.

Manufacturer narrative:
Device history record review was conducted and the product met quality requirements for product acceptance. The product is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
Information received from the (B)(4) study indicated that a patient experienced elevated troponins and restenosis after having coronary artery stents implanted. The patient's medical history is significant for hypertension, hyperlipidemia, previous pci, brachytherapy and coronary artery bypass graft surgery in 1990, peripheral vascular disease, cva in 1985, myocardial infarction, acute renal failure, left leg claudication with stent implant, and an allergy to norflex. The indication for the procedure was unstable angina pectoris. The target lesion was the distal saphenous vein graft to the right coronary artery. The lesion was described as 99% stenosed, calcified, tortuous and anatomically complex. The lesion was pre-dilated followed by the implant of a 3.5mm x 23mm xience sent at 14 atms. A 3.5mm x 13mm cypher stent was then implanted proximal and overlapping the initial stent at 14 atms to fully cover the lesion. The reported residual stenosis was 0%. Post procedure, the patient had elevated troponin 0.28 >0.15 unl. Eight months after the index procedure, the patient had increased angina. A revascularization was performed in the target vessel and another stent was implanted. At the 12 month follow-up, the patient reported having unstable angina. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Elevated cardiac enzymes are a common result of implanting coronary artery stents. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, which leads to damaged heart cells and the release of cardiac biomarker enzymes into the systemic bloodstream. This action (inherent risk of the procedure) may have contributed to the event. Restenosis and angina are known potential adverse events associated with implanting coronary artery stents. Review of the information provided suggests that the patient's extensive medical co-morbidities and cardiac disease history may have contributed to the reported events. There is nothing in the information reported or the DHR to indicate that there is a design or manufacturing related issue therefore no action will be taken.